Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Further information requested, but not yet received.

Event description:
It was reported that the generator was stimulating the patient's motor sensory at 0 volts. As a result, the procedure was abandoned. There was no adverse impact to the patient.

Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, the root cause of the field reported event could not be conclusively determined as the returned generator functioned as anticipated throughout investigation. A functional test confirmed all output voltages meet all current manufacture specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.